Event description:
A report was received that the patient was experiencing discomfort at the battery site. The ipg had migrated towards the midline. The patient underwent a revision procedure. The patient was reportedly doing well postoperatively.